Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with cracked belt clip rail case corner and battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hairline crack at the back of the battery compartment. Customer¿s blood glucose was 95 mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.